Event description:
The customer reported to olympus that the gastrointestinal videoscope had a rubber at the distal end was porous. There was no report of patient harm associated with the event. The device was returned and evaluated. During the device evaluation, the following reportable malfunctions were found: a whitish foreign material resembling powder mixed with water was found inside the airwater-tube and the airwater-cylinder and found nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and in addition to reportable findings mentioned in reportable event description, the device evaluation found following findings: the water tightness was lost due to a crack on scope-body and due to damage on up/down knob; due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value; due to damage on nozzle, water removal ability did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; there was discoloration found on airwater-cylinder and suction-cylinder; the image guide protector had a cut and universal cord had a wrinkle. Scratches were found on switch box, grip, scope cover, right/left knob and scope connector case unit. There was a crack found on the objective lens, light guide lens and an adhesive on bending section cover. There was a flare occurred due to a chip on objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in aw-cylinder", "foreign material in aw-channel " and "foreign material at nozzle" malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from s-body and up/down angulation control knob. Subsequently, the material was not possibly eliminated. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.